Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to oversensing of noise. The oversensing also caused pacing inhibition and the patient is pacer dependent. Technical services discussed possible causes of the noise and oversensing, including leads reversed in the header.